Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chipped adhesive on the illumination lens adhesive and wear of the adhesive around the objective lens. There was no patient involvement.